Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The pt expired at home. The reporter was unsure of the pt's cause of death. The device system was used to deliver baclofen and prialt. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.